Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400mg/dl to 500 mg/dl . The customer stated that her blood glucose has been 400-500 mg/dl all day and she had to treat with a shot. The customer was assisted through troubleshooting. The customer discovered that air bubbles were present and stated she feels more confident now using the insulin pump because she think the high blood glucose reading was due to the air bubbles being present in the insulin pump. The customer declined any further troubleshooting. The product will not be replaced. The product will not be returned for analysis.